Event description:
It was reported the right ventricular (rv) lead pace/sense impedance has gradually increased to greater than 3000 ohms. Also, the r-wave measurements had been stable at 17 millivolts, but since the prior check the r-waves have varied from 0.5 to 17 millivolts. It was noted that the r-waves were stable on paper. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and weekly pace lead impedance trend data shows high impedance for min and max v.pace equals 3328 to 4976 ohms range between (B)(4) 2010 and (B)(4) 2011.